Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, damage to the distal tip was detected at approximately 5.5 cm from the distal tip. The device handle, connectors and steering knob appeared to be intact. As the device distal tip/shaft was returned damaged, functional inspection could not be performed, as a knot in the device shaft may affect the performance of the device curve and planarity. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributable to: - user error (including user technique and methods). - user expectation of the device's steering ability. - user expectation/anticipation of device's curve shape. The instructions for use (IFU) state: - do not introduce the tip folded into the guiding sheath. - do not exert excessive pressure during placement of catheter if unknown resistance is encountered. - do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. - avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that there was poor steerability in the catheter.